Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad pak was first installed on (B)(6) 2010 and that it performed to specification alongside random power ons up to (B)(6) 2012. On receipt the negative battery terminal pogo pin was found to be bent resulting in the pogo pin being stuck inside the device. The locator pin was also missing which would indicate mishandling of the pad pak.. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.